Event description:
The user facility reported that the unit had provided inconsistent output. The user reported that when removing a polyp at the usual setting of 15, the setting the user was accustomed to, the polyp would not release and after increasing the power level to 20 the polyp would still not release. Subsequent attempts on add'l polyps in the same pt enable release at expected setting of 15. The electrosurgical unit was removed from service. There were no further details provided.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain add'l info regarding the report but with no result. The device referenced in this report has not yet been returned to olympus for eval. However, a review of the instrument history showed that a field service engineer visited the facility to inspect the unit and detected that the subject device contained a counterfeit capacitors; the device was then returned to olympus on (B)(4) 2011, to replace the capacitors. The device was returned to the user facility on (B)(4) 2011. Correction of the subject device to replace the counterfeit capacitors was the subject of a recall action initiated by olympus. The exact cause of the user's experience could not be conclusively determined at this time. If add'l and significant info is received at a later time, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. Cross-reference MFR report number 3003724334-2012-00002.